Manufacturer narrative:
Initial reporter phone number: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Field service specialist (fss) visited the account and checked the laser. He found that the fluid reservoir was the cause for low patient vacuum. Replaced it and proactively replaced the vacuum control printed circuit board. He performed calibrations and verified system met jnj vision specifications. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported they had suction loss during the procedure. They and determined that the lois may be bad; but would like to have the laser checked out.